Event description:
The first time I used the prodigy glucose meter, the reading was higher than my actual glucose reading. I felt I was having an insulin reaction, - I checked with my other meter- but the prodigy meter's reading was not reflecting the need for me to treat my low blood sugar. If I had not tested with my other machine, my blood sugar could have drop so low, that I could have gone into a coma. Dates of use: 2009. Diagnosis or reason for use: type 1 diabetes. Event abated after use stopped or dose reduced?: yes.